Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The suspect device/component is still under investigation. Therefore, a definitive root cause cannot be determined.

Event description:
The customer claimed that ltv1150 experienced tidal minute volume reading high. There was no patient involvement with this reported event.